Event description:
It was reported to phillips healthcare that the heartstart mrx was not charging the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.